Manufacturer narrative:
The customer informed the authorized service provider (asp) that following the alarm the device was inspected and it was found that the device was not calibrated, or the calibration had failed. After restarting the device and calibrating it, the alarm disappeared and returned to normal. In a good faith effort (gfe) response from the asp received, it was stated that the patient information from the time of the event was unknown. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device alarmed a pressure sensor failure. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the authorized service provider (asp) that following the alarm the device was inspected and it was found that the device was no calibrated or the calibration had failed. After restarting the device and calibrating it, the alarm disappeared and returned to normal. This investigation is ongoing.